Event description:
A customer reported she compared an unknown reading obtained on her fs lite blood glucose meter to another unknown reading obtained on other adc meter (brand and serial # are unknown), and the reading on her fs lite meter was higher than the reading on the other adc meter. The customer additionally reported obtaining unknown high readings on her fs lite meter and noticed that the word "set" appeared on the meter display. It was further reported the customer felt unsteady, fell and had a concussion due to an unspecified low reading. The customer service troubleshooting surveys could not be completed at the time of the call because the customer reported she was at work. Adc customer service made later attempts to contact the customer to complete the surveys, but she could not be reached. There was no report of death or permanent impairment associated with this event.

Event description:
The physician reports performing cataract surgery with implantation of the li61aor intraocular lens using the ez-28 delivery device. During lens insertion, the capsule was damaged, there was vitreous fluid loss, and the lens haptic was bent. Intervention was performed in order to enlarge the incision and remove and replace the damaged lens. A vitrectomy was also performed. A second iol was implanted successfully and the pt's prognosis is excellent with 20/20 ucdva. (B)(4).

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history report for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.